Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2017, the transmitter had a unknown connection issue. No additional event or patient information is available. The transmitter was returned for evaluation. An external visual inspection was performed and passed. A voltage test was performed and failed due to the unit having zero voltage. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined.